Event description:
(B)(4) clinical study. Same case as 2134265-2012-04657. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. On an unknown date, the physician implanted a taxus express2 study stent of unknown size in an unknown lesion. Following the index procedure during the 4 year follow up, the patient experienced ccs class 1 angina. The patient was taking 200mg panaldine. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer:the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).